Event description:
It was observed during the device inspection, that the colonovideoscope exhibited nozzle was blocked with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated d8 and h3. Corrected e1 establishment name address . This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. The likely cause could be a leak in the auxiliary water supply channel that prevented proper reprocessing and therefore prevented foreign matter from being removed. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual, chapter 3, preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.